Manufacturer narrative:
Concomitant medical products: dtbb1d1 crtd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were hearing a high-low siren sound emitting from their cardiac resynchronization therapy defibrillator (crt-d) about every four hours. The patient indicated that they had a scheduled upcoming clinic appointment and had the clinic on the phone assisting them. Additional information received from the clinic indicated there was an right ventricular (rv) lead fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.